Event description:
Reference number (B)(4). Event occurred in the united states. On 04-july-2024, it was reported by the patient that infusion set fell off due to tape not sticking. Event happened after patient came out from swimming pool. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country : the united states.